Event description:
The reporter indicated that a 12.1mm vticm5_12.1 -10.5/2.0/086 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was intraoperatively implanted, removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).